Event description:
The physician reports performing uncomplicated cataract (phaco) surgery with implantation of the mi60g intraocular lens into the left eye. Eleven days postoperatively, the iol adhered to the anterior capsule and fibrin plaque was observed on the anterior lens surface. Preoperative bcva was 20/100 with - 1.00 - 0.50 x 095. Postoperative uncorrected visual acuity was 20/150. An intraocular injection was administered and the mi60g iol was explanted and replaced with a different lens. The patient continues to be treated with antibiotics and steroids. It should be noted that the patient was not compliant with the prescribed postoperative anti-inflammatory medications.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the surgeon, the likely root cause for the fibrin reaction/lens is that the patient was not compliant with the prescribed postoperative anti-inflammatory medications. In addition, the surgeon believes the large lens size increases the chance of adhesions between the optic and anterior lens capsule, resulting in trapping of inflammation and lens adhesion. (B)(4).